Event description:
The customer reported that the ventilator is giving a constant audible and visual circuit fault and high peak pressure alarm as soon as ventilator is started up. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator and replaced the gas delivery engine to fix the reported issue. Ventilator meets factory specifications. The carefusion failure analysis tech evaluated the transducer communication alarm pcba and was able to verify the reported issue of a circuit occlusion and extended high peak alarm. Issue was isolated to the inspiratory pressure transducer on the transducer communication alarm pcba.